Event description:
Information was received that the cadd prizm pump is alarming error code 10102, depletes battery fast. No reported adverse effects.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log noted that alarm messages were recorded. Functional tests included use and motor current testing. The pump was powered on and exhibited an error code. It was found that the pump had a loose motor case. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's motor.